Event description:
The reason for call was caller stated that last week they turned their stimulation down because they were having electric shocks go through their body and could even feel it in their heart. Caller stated it was actually hurting and causing pain in their heart and the sensation improved when the stimulation was turned down. Caller stated they turned the stimulation down again, but if they put their legs in a certain position the shocks are still there. Caller stated that they mostly feel the shocks when they get their hair done weekly because they have to use a foot stool to keep from sliding out of the chair and are basically folded at a 90 degree angle. Agent walked caller through lowering the intensity for all 4 programs rather than just program 1. Agent recommended patient turn stimulation off prior to getting their hair done again to prevent the shocking sensation. Agent recommended caller follow up with their healthcare provider if the issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications and peripheral neuropathy (diabetic). The reason for call was caller stated when they lay in certain positions they get shocks in leg and foot. Last night when they raised their hands up, the shocking would come back. Walked caller through checking their settings. Pt saw 1 is 2.1, 2 is 2.6, 3 is 1.6, and 4 is 1.6. Patient service reviewed how to decrease/increase the intensity and turn therapy on/off. Agent reviewed pt can try to change intensities. Agent reviewed to follow up with healthcare provider (hcp) to further address the shocking.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They repeated previously documented information and mentioned they had experienced a fall because of the sensation in their legs (when as high as 2.1), so they wanted to turn stim down further. They worry they will fall more with the way stim feels like it is shocking them. The patient turned stim down to 1.6 while on call and mentioned they had met with a manufacturing representative (rep) for assistance as well. The agent again reviewed to follow up with their healthcare provider (hcp) if they need further assistance with programming changes. Additional information was received from the patient on (B)(6) 2024. They reported that the shocks were at the back of their leg and below and that they were from overstimulation. When asked about resolution they stated that at the time they had not known the reason and so it was left at the same int.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.